Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') and abnormal uterine bleeding ('abnormal uterine bleeding') in an adult female patient who had essure inserted. The patient's medical history included multiparous. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and abnormal uterine bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (d&c 2014 and laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the dysmenorrhoea and abnormal uterine bleeding outcome was unknown. The reporter considered abnormal uterine bleeding and dysmenorrhoea to be related to essure. The reporter commented: two coils are identified in the left fallopian tube entrance in uterine cavity. One coil is identified in the proximal of right fallopian tube. The essure was placed through the hysteroscope and was deployed in the right ostia where approximately 7-8 coils were noted within the endometrial canal. Tubal ligation 2012 diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: -- secretory endometrium -- myometrium and cervix with no pathologic diagnosis ¿ bilateral fallopian tubes with no pathologic diagnosis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 5-oct-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') and abnormal uterine bleeding ('abnormal uterine bleeding') in an adult female patient who had essure inserted. The patient's medical history included multiparous. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and abnormal uterine bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (d&c 2014 and laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the dysmenorrhoea and abnormal uterine bleeding outcome was unknown. The reporter considered abnormal uterine bleeding and dysmenorrhoea to be related to essure. The reporter commented: two coils are identified in the left fallopian tube entrance in uterine cavity. One coil is identified in the proximal of right fallopian tube. The essure was placed through the hysteroscope and was deployed in the right ostia where approximately 7-8 coils were noted within the endometrial canal. Tubal ligation 2012 . Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: -- secretory endometrium -- myometrium and cervix with no pathologic diagnosis ¿ bilateral fallopian tubes with no pathologic diagnosis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.